Event description:
It was reported that a patient presented in clinic for follow up when post-paced t-wave oversensing was observed. The oversensing was noted on an external EKG. Device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).